Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they need to get a new ins battery. Patient stated " they" shut the implanted neurostimulators off 2 years ago and the battery was still working but it has not been on for a while. Agent asked patient if they saw an eos message on the screen and patient stated that they did see eos but could not say when that was. Pss tried to clarify who shut the ins off and pt stated manufacturer pt made a comment that it was when "all the ins batteries were blowing up" pt stated her hcp put in a request a year ago to have the ins replaced but they have not heard anything back. The patient was redirected to their healthcare provider to further address the issue.